Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedances of greater than 3,000 ohms. It was noted that approximately two months ago, impedances were 450 ohms, then increased to 1,300 ohms, then the week following it was greater than 3,000 ohms. Shock impedances were noted to be within normal limits; however, there was no capture at maximum outputs. The patient reported having some blunt-force trauma to his chest approximately two months ago. Boston scientific technical services (ts) were consulted and recommended a lead revision based on the information provided. The physician was going to have the patient wear a lifevest, tachycardia therapy was going to be programmed off and the patient would be scheduled for a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a lead revision was performed. During the procedure a lead fracture was noted. The lead was therefore explanted and replaced. No adverse patient effects were reported. It was noted that the lead would not be available for return.